Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went off started to alarm looked at the screen, there was an x and the screen went blank. The blood glucose was unknown. The customer stated that insulin pump vibrating and the red light is flashing. Customer reports they received the open book image on the pump screen. Advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion test, force sensor test, and active current measurement. Device received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss due to corroded battery tube, and corroded electronic assemblies. No critical pump alarm or blank display anomaly noted during testing.